Event description:
Procedure: unk. Reportedly, the needle fell off the end of the instrument. The suture was through the stomach muscle and fell off. Dr. Could not retrieve the needle and it was lodged into the stomach muscle.